Event description:
Hillrom received a report from a hillrom technician stating the power cord was damage with exposed copper wires. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom technician found the power cord needed to be replaced. The envision low airloss therapy surface helps prevent and treat stage iii and IV pressure ulcers in patients who weigh between 70lb and 400lb (32kg and 181kg) and are between 4¿ 11¿ and 6¿4¿ (150cm to 193cm) in height. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on sep 5, 2022. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.